Event description:
It was reported that stent dislodgment occurred. Predilation was performed with a 2.50x15mm emerge¿ balloon catheter. Subsequently, a 3.00x16mm promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. However, the stent separated from the balloon and remains lodged in the right groin tissue tract. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).